Manufacturer narrative:
H.6. Investigation: DHR was performed, the non-conformances were reviewed for this batch, and there was no non-conformance associated with this batch for this defect. One physical sample was returned for this complaint. The sample received as part of this complaint does not confirm plunger movement difficulty. Due to the absence of an unused or additional sample returned this complaint could not be substantiated. H3 other text : see h.10

Event description:
It was reported that bd posiflush¿ ns filled syringe plunger got stuck during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 306546. Batch no. 9065683. It was reported that the plunger got stuck when trying to depress fluid. Per pir: plunger stuck at 5ml, fluid would not come out. Nurse tried to press plunger and it was stuck at 5ml mark.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ ns filled syringe plunger got stuck during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 306546 batch no. 9065683. It was reported that the plunger got stuck when trying to depress fluid. Per pir: plunger stuck at 5ml, fluid would not come out. Nurse tried to press plunger and it was stuck at 5ml mark.